Event description:
It was reported that patient enrolled in a clinical study underwent a left total knee arthroplasty on an unknown date. Subsequently, patient was revised due to infection and implanted with cement spacers on (B)(6) 2010. The spacers were removed on (B)(6) 2010 and a biomet total knee system was implanted. A subsequent revision procedure took place (B)(6) 2011 due to infection and all components were removed and replaced with cement spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 6 of 6 mdrs filed for the same event (reference 1825034-2014-05738 / 05743).